Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the needle found and removed from the patient during the laparo-conversion? Does the needle remain retained in the patient? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that the patient underwent an unknown laparoscopy on (B)(6) 2022 and suture was used. During the procedure, when inserting the suture in the implant for the first stitch, the needle pulled off, without any particular traction, to get lost in the abdominal cavity. Use of brilliance amplifier had been necessary to find the needle. Finally, a laparo-conversion was performed. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/23/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: after checking with the nurse present in the room on (B)(6) 2022 during the intervention during which a prolène needle had loosened -the intervention was initially a bilateral hernia by laparoscopy, with a laparoconversion occurring after 1h30 of operating time. -the indication was the existence of a bilateral inguinal hernia detected by a clinical examination. - the suture was used on a polypropylene prosthesis (bard) and the aponeurosis. - the state of the tissues was normal, the surgeon had noticed nothing particular on the suture when taking it out of the shuttle. -the needle was found and removed from the patient. -the patient was seen in post-operative consultation on (B)(6), the surgeon's examination revealed good healing and the absence of pain, the care was not modified following the incident.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/6/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one empty labeled winding former, a detached needle and one suture of product code eh7693 were received. During visual inspection of the detached needle, the swage area was noted with marks by a surgical instrument and the hole was observed with suture remnant. In addition, the suture was examined, damaged on the surfaces of the strand was observed and end was cut by a surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.